Manufacturer narrative:
We cannot rule out the possibility that this event was caused by either intraoperative factors or related to postoperative management. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions: (3) when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture, fever, pain, local sensation, red flare, and inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent medial opening wedge high tibial osteotomy (mowhto) with a diagnosis of medial compartment osteoarthritis in the patient's left knee. The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with artificial bone (this product). CT images taken just after the mowhto revealed type 1 lateral hinge fracture (lhf). The patient started gait training one week after the mowhto. Although the patient complained of a pain when putting the patient's weight on the affected limb, the surgeon instructed the patient to continue gait training. However, the surgeon observed plate breakage and a fracture around the lateral cortical hinge eight weeks after the mowhto. The surgeon therefore decided to carry out reoperation. The surgeon transplanted autologous iliac bone to the space at the osteotomy site and replaced the broken bone plate on the medial surface of the tibia with a new bone plate and fixed it with new bone screws. In addition, the surgeon placed a bone plate also on the lateral surface of the tibia and fixed it with bone screws. The patient achieved bone union six months after the reoperation. The patient is now able to walk independently.